Event description:
Routine complaint investigation of a customer citing high blood glucose readings was determined to be caused by using an incorrect calibration code stored in the meter's memory. The incorrect calibration code, if used to perform an assay, could result in readings greater than 20% higher for both low and high levels and therefore, is considered clinically significant. These results under certain conditions, could have adverse clinical effects on initial treatment.